Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the gears inside the gear box were locked from corrosion. Therefore, the reported condition was confirmed. It was determined that this was due to not following the emersion and sterilization procedures as per the directions for use (dfu). The assignable root cause was determined to be due to misuse, abuse, and/ or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the gearbox was locked up and would not rotate on the compact speed reducer device. This event is not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.